Manufacturer narrative:
(B)(4). Pump received with cracked select button keypad overlay. Test reservoir lock properly inside the reservoir tube. Unit received no button response due to flattened up (creased) button dome switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on okay button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.